Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no lot specific similar incidents reported from this lot. All available information was reviewed and without the device to analyze, a definitive cause for reported unstable gripper lever and gripper actuation issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported that during preparation, the physician felt that the gripper lever was not completely stable. When the gripper lever was retracted, there was a little more play in the gripper lever then normal. The physician also noticed that the gripper arms were slightly moving and were not up against the shaft. It was noted that the device was prepped per IFU. No leak occurred. The physician decided to not use the clip delivery system (cds) and replaced it. There was no clinically significant delay in the procedure. No additional information was provided.